Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed high resistance/impedance. There was one patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2011. The daily high voltage lead impedance trend data shows an abrupt increase for superior vena cava defibrillation equal to 44 to 254 ohms peak between (B)(6) 2011. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a sudden increase in impedance to greater than 200 ohms and is possibly fractured. The high voltage portion of the lead has been programmed off and the patient will be brought in for testing in a few weeks. No patient complications have been reported as a result of this event. It was further reported that there was noise seen on both leads. There was a lead integrity alert on the right ventricular lead due to non-sustained tachycardia and a high short interval count suggesting oversensing. It was also noted on the ra lead had poor sensing and the high impedance on the rv lead. At this time there was reprogramming of the device that occurred and both leads remain in use.